Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer had recurring unexpected restart alarms on the insulin pump. The mother reported the alarm was recurring for the past few days. It was found the alarm occurred multiple times every day. It was also found the insulin pump restarted from the alarms. The mother also reported the insulin pump was only functional for three days with a new battery. Customer's blood glucose was 300 mg/dl. The insulin pump will not be returned for analysis.